Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a polyhesive patient return electrode was used during radiofrequency ablation (rfa) of an upper chest tumor on (B)(6) 2013. According to the complainant, during the procedure, the patient¿s thumb was touching his body near one of the grounding pad sites during the ablation, resulting in a 1.5 cm second-degree burn on the patient¿s thumb. Reportedly, radiofrequency energy was redirected from the ablation site through the patient¿s chest, arm, and thumb before returning to the generator via the grounding pads, leading to the burn. The burn was treated with biafine cream. No error codes were observed, and it was confirmed that the grounding pads were placed correctly. The complainant believes the long duration of the procedure contributed to the issue.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was reported that the device was not used past its expiry date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.